Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical technician reported during corneal flap creation a system message displayed; for missing interface, after the laser had fired. The laser stopped after the flap creation started. Case was not completed and the patient was sent home. Reporter indicated the patient returned at a later date and treatment was completed. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. At the visit on site the field service engineer (fse) could not duplicate reported issue; however, was able to confirm error in log file, and replaced application interface as a preventive measure. The root cause could not be identified conclusively, because no material is available for evaluation. Potential root cause is the user bringing reflecting material at the treatment area. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.